Event description:
Patient has frequent mode-switching. In the most recent mode switching recording sent to home monitoring, there appears to be loss of capture on the ventricular lead. Other lead statistics appear in range. The patient expired 8 days after implant.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.